Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to complete the load fill tubing process. Reportedly, the customer had to go through the load process several times. The customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.